Event description:
Clinical registry study. Same case as MDR 600009389-2006-00084, -00085, 6000089-2006-00082 and -00084. It was reported that one hundred seventy five days after a coronary artery drug eluting stenting treatment procedure the pt experienced respiratory thoracic and mediastinal pulmonary edema, and had stents placed in the renal artery. The index procedure treated three target lesions. Target lesion 1 was located in the proximal left anterior descending artery (lad). The dr direct stented the lesion with one taxus express2 8.8% 2.75x16mm drug eluting stent without complication. Residual stenosis was less than or equal to 30% following post dilation. Target lesion 2 was located in the distal circumflex artery (cx) and had a length greater than 20.0 mm. The dr direct stented the lesion with two overlapping taxus express2 8.8%, 3.5x20 mm and 3.0x16 mm, drug eluting stents without complication. Residual stenosis was less than or equal to 30% following deployment. Target lesion 3 was located at the bifurcation of the left main coronary artery, and proximal lad. The dr t-stented the lesion placing one taxus express2 8.8% 3.0x24 mm and one 3.5x24 mm drug eluting stent without complication. Residual stenosis was less than or equal to 30% following kissing balloon post dilatation. The pt was discharged from the hosp 36 days post index procedure receiving calcium channel blockers, nitrates, asa, thienpyradine antiplatelet, statin, and plavix. The site reported that the pt experienced pulmonary edema 175 days post index procedure. The actions taken to resolve the pulmonary edema included hospitalization, and stent placement in the renal artery. According to the site the pulmonary edema was related to renal artery stenosis. In the opinion of the dr there was a possible relationship to the taxus stents as well. The condition was resolved without residual side effects 26 days later.